Manufacturer narrative:
Investigation results: a review of the device history records revealed no irregularities during the manufacture of reported lot number 7125903. Quality records have been consulted for tracking and trending purposes and no issues like this are detected. Control plan (B)(4) requires to execute suitable controls to detect foreign material during the manufacturing of a product lot. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. The customer reported foreign material issues. No sample was available at this point which is essential to perform a better investigation. Conclusion: we will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Based on investigation results to date, root cause for manufacturing process cannot be determined. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was visible contamination found on the three-way valve selector of a bd connecta¿ stopcock before use. There was no report of injury or medical intervention.